Event description:
The complainant has reported that a patient (age & gender unknown) underwent a therapeutic gastric hemostasis procedure for treatment. The clinician stated that it took numerous attempts of manipulation of the resolution clip device before the device would complete the deployment sequence. The patient did not sustain any complications or ill effects as a result of the deployment issue. The procedure was completed successfully with this device.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.